Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer mentioned not seeing any fault with the video connector. Tac suggested that the e315 unsupported scope error could be caused by having the maj-1430 plugged in simultaneously as the 190 scope. Tac transferred the call for the customer to set up a return merchandise authorization. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is producing an intermittent e315 unsupported scope errors. In addition, the device has a broken connector. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review , evaluation notes, and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The device was returned for investigation. Upon evaluation of the device, the technician was able to confirm the reported issue of damaged connector. However, an e315 error was not confirmed. The unit was tested with a test cf-hq190l, ltf-s190-5, ltf vh, gif h-180 and giff-q180 scopes but no error code was found. In addition, a worn out video connector latch causing poor connection to the pigtails was observed. Damage to the connector was confirmed from the submitted information and the results of on-site inspections. The cause of the damage may be the influence of an excessive load at the time of connection; the damage was caused by pulling out the lock mechanism without releasing it, or the corrosion of the electrical contacts due to the adhesion of chemicals after cleaning. Olympus will continue to monitor complaints for this device.